Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands would not deploy and started to roll up on each other instead of deploying downward. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that the physician removed the ligator shrink wrap prior to securing the device to the scope, which is earlier in the process than instructed in the directions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.